Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The following cosmetic damage was noted: minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
Customer reported via phone, she was having issues with the insulin pump and it wasn't working. The device alerting weak battery and it kept reoccurring after replacing the battery. The insulin pump also had alarmed button error during the night. Customer didn't know her blood glucose. Troubleshooting for button error alarm was performed. Customer didn't recall any significant event which may have cause the device to alarm. The device stays in the attachment that holds it on her pants. Customer was able to clear the alarm by pressing esc and act. Customer's blood glucose was 118 mg/dl when she woke up. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.